Manufacturer narrative:
One smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend was returned for analysis in a used condition. Visual inspection was performed, and it was noted that the surface of the tube and neck strap were damaged. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that upon removal of a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend and cleaning the tube, the tube became opaque, dirty, stained and difficult to dry. The tube was unable to be used. No adverse effects were reported.